Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not establish communication with the wave communicator. Troubleshooting was attempted but communication could not be completed. The pacemaker remains in service at this time. No adverse patient effects were reported.